Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave an out-of-range signal for 1 hour. Dexcom requested that the patient return the device but no data/product was returned for investigation. At the time of contact with dexcom technical support, patient reported to be in good condition and did not report any medical intervention or injuries.